Event description:
It was reported that while walking up stairs at home pt felt a pop then felt the piece of poly stabilizer post floating in the knee joint. Pt was x-rayed scoped and component replaced with duration stabilized insert.